Event description:
It was reported that during an implant attempt, the right ventricular lead was difficult to place due to tricuspid regurgitation. After the atrial lead was placed and both leads were sewn down, the ventricular lead dislodged. When manipulating the ventricular lead, the atrial lead dislodged in the right ventricle. The physician then decided to place the atrial lead in the right ventricle and place the original ventricular lead in the atrium. However, after several attempts to achieve fixation, the helix would not retract on the ventricular lead. The lead was removed and a new lead was implanted in the right atrium.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism. The lead was stretched. There was apparent explant damage.